Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument failed the electrical continuity test on one jaw. There was no conductor wire damage. The instrument was placed on an in house davinci system and passed the wet paper towel test. Additional failure analysis was performed: electrical continuity was tested on several jaw orientations (e.g. Pitch-up, etc.) And passed in most orientations. However, the test failed in certain orientations, confirming a broken and intermittent connection between the conductor wire and the electrode at the weld location. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument was sealing intermittently. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi performed a review of the site's system logs for the reported procedure date and it was discovered that during the surgical procedure there were two occurrences, two seconds apart in which the energy from the integrated electrosurgical (iesu) generator was halted. The halted energy from the iesu may have been associated with the intermittent sealing issue experienced by the customer. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, during use of the vessel sealer extend instrument, the instrument sealed intermittently. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event. Since the instrument was not returned, the root cause of the intermittent sealing issue is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, during use of the vessel sealer extend instrument on unspecified tissue, the instrument sealed intermittently. The planned surgical procedure was completed with an instrument of the same type. There was no report of any patient harm, adverse outcome or injury. On 12/13/2018 intuitive surgical, inc. (Isi) obtained additional information regarding the reported event from the initial reporter of this complaint. According to the initial reporter, the vessel sealer extend instrument did work during the surgical procedure, and thermal affect to the patient's tissue was observed; however, it was intermittent. There were no error messages or error codes generated and it is unknown how long the instrument was in use when the reported issue occurred. There was no bleeding experienced by the patient due to the intermittent sealing. The initial reporter indicated that the instrument did not encounter any loose staples or any other type of interference during the instrument's sealing cycle. It is unknown if the audible tones were generated during the instrument's sealing cycle. According to the initial reporter, the target tissue and characteristics of that tissue are unknown. It is unknown if the patient had undergone any pre-surgical radiation or chemotherapy treatments. It is unknown what caused the sealing issue. There is no video recording.